Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently on (B)(6) 2015, the patient underwent revision to excise the excess skin, as well as being prescribed antibiotics pre and post revision. On (B)(6) 2016, the patient underwent revision due to hypertrophic scar. The implanted device remains.